Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one bd 31ga 0.3ml syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: pharmacist stated that a consumer returned 2 bags of syringes with liquid inside of the barrels.

Event description:
It was reported that at least one bd 31ga 0.3ml syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: pharmacist stated that a consumer returned 2 bags of syringes with liquid inside of the barrels.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0286306. D.4. Medical device expiration date: 31-oct-2025. H.4. Device manufacture date: 12-oct-2020. H6: investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.